Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl via an implantable pump. The hcp reported they were trying to use the handset to get therapy details but only get to 90% when attempting to interrogate. Technical services reviewed that we could help correct the issue with the handset. The hcp did not have the equipment but stated that they would call back. The hcp stated that the patient was in the hospital being seen by the hcp. Physician called back and we were successfully able to clear patient data services application and the pump was interrogated via handset. Agent confirmed there were no pump alerts. The physician was able to get the patient's daily dose as requested. Physician stated that they were concerned with withdrawal and needed to know what dose the patient was getting to treat them appropriately.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown.: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.